Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e204 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a tubing leak around the collect pump during a treatment procedure. The customer stated that prime had been successfully completed and there was no sign of a leak during prime. The customer reported that the leak was detected at the collect pump after less than 100ml of whole blood processed. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition. The customer stated that they will clean the collect pump. The kit was not returned for investigation.